Manufacturer narrative:
(B)(4). Concomitant medical product: unknown, stryker head, unknown; 110010263, g7 osseoti multihole 50mm d, unknown; 110024462, g7 dual mobility liner 40mm d, unknown; unknown, stryker stem, unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a revision procedure three months post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable.